Event description:
It was reported via literature article that a patient death occurred. A rotablator was selected for treatment of the target lesion. During a procedure, a patient experienced cardiac arrest and died.

Manufacturer narrative:
B2 date of death: (B)(6) 2026 used as approximate date as actual date is unknown. B3 date of event: 01/10/2026 used as approximate date as actual date is unknown. D4 UDI#: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific concludes: device technical analysis: the device was not returned to the complaint investigation site for analysis. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the events of arrhythmia [cardiac arrest] and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. The investigation conclusion code of known inherent risk of device was selected.

Event description:
It was reported via literature article that a patient death occurred. A rotablator was selected for treatment of the target lesion. During a procedure, a patient experienced cardiac arrest and died.

Manufacturer narrative:
B2 date of death: (B)(6) 2026 used as approximate date as actual date is unknown. B3 date of event: (B)(6) 2026 used as approximate date as actual date is unknown. D4 UDI#: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.